Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device emitted an error message to replace the battery. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, the device emitted an error message to replace the battery, "low battery" message. Operational check was performed, it was confirmed the battery required replacing due to aging. A replacement battery was installed. The device was returned to full functionality and remains at the customer site. The aged battery is not available for return. The device was operational after a replacement battery was installed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.